Event description:
Information received indicates the head of the bed will not articulate.

Manufacturer narrative:
The technician isolated the issue to a sticking CPR valve. He replaced the CPR valve to repair the bed.